Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon resisted inflation at beginning of procedure and was unable to deflate balloon after procedure. After multiple attempts (aspirated, and 3 of 10 ml sterile waster was in the balloon) to deflate, the tip of the inflation channel was cut and the balloon did not deflate. As urology advice, examined the vagina and pushed up on balloon, no deflation of catheter. And then the patient was relaxed by anesthesia and the balloon came out.

Event description:
It was reported that the foley catheter balloon resisted inflation at beginning of procedure and was unable to deflate balloon after procedure. After multiple attempts (aspirated, and 3 of 10 ml sterile waster was in the balloon) to deflate, the tip of the inflation channel was cut and the balloon did not deflate. As urology advice, examined the vagina and pushed up on balloon, no deflation of catheter. And then the patient was relaxed by anesthesia and the balloon came out.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be ¿poor balloon design ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port. (Indicated by the blue stem in the port) accepts luer lock (fig. 1a). Or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok®. Sampling port with antiseptic. Wipe. (Fig. 2). 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3). 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.